Manufacturer narrative:
This product wil not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated that pt died (6 months post stent implant). The pt was consented to the study for carotid stenting. At baseline the subject was evaluated with nih (national institutes of health) stroke scale score of (1) and a rankin stroke scale score of (0). The pt was asymptomatic. The target lesion was located at the proximal left external carotid artery. There was no occlusion in the contralateral side. The target lesion diameter stenosis was 75% with lesion length 20.0mm and reference diameter of 5.0mm. Total length of stented segment was 40.0mm. The geometry of the target lesion was described as eccentric and ulcerated. The lesion was predilated and mildly calcified. The pt had an arch type I. The vessel tortuosity was not documented. Thrombus was not seen at the lesion site. Angioguard distal protection device and precise rx nitinol stent (p08040rxc/13235044) were prepped and use during procedure. The stent was implanted at the intended target site with out incident. The distal protection device was deployed and retrieved without technical problems. Upon retrieval of the angioguard device there was no debris found in the basket. The procedure was completed with a 5% final residual in lesion stenosis. There were no major adverse events associated with the cordis' devices. The pt was administered aspirin and clopidogrel during pre procedure and at discharge. The pt was discharged the following day with a nih score of 1 and a rankin stroke scale score of 0 (no change from baseline). A 30-day follow-up was made and the pt was evaluated with no change in the nih stroke scale score of 1 and the rankin stroke scale score of 0, without adverse events and ongoing medications included aspirin and clopidogrel. The pt died 6 months post stent implant. The death was unrelated to both cordis product(s) and index procedure. During the investigation the cause of death and/or the death certificate were requested however not available.